Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, it can likely happen when a high-frequency treatment device is used without maintaining a sufficient distance from the patient¿s body. Additionally, the investigation observed, the image is not displayed due to a damaged charged coupled device. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had a distal end burning. The issue occurred during reprocessing. There were no reports of patient harm.